Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the rad/fluoro gain calibrations needed to be completed. This calibration was completed and the issue was resolved. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the 3d images from the imaging system were displaying a ring-shaped artifact. The procedure was successfully completed using the imaging system and the patient was not impacted. There was no delay to the procedure. No additional details were provided.